Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Problem statement: the catheter crumpled and did not uncover the stent allowing it to deploy. The dr attempted to deploy the stent within the existing metal stent. The stent failed to deploy fully. The catheter crumpled and did not uncover the stent allowing it to deploy. The dr removed the delivery device from the scope and recaptured it, straightening the catheter. On subsequent attempts it also failed to deploy. The x-ray point of no return marker only moved half way down the catheter while the handle point of no return marker showed it fully deployed. The stent did not fully deploy. A different stent was placed instead and the procedure was finished satisfactorily with the alternative stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence device evaluation: the evo-pc-10-11-8-b device of lot number c1275681 was not available for evaluation. However, photos of this device were attached to the original email from the customer. With the information provided a document based investigation was carried out. The patient had the following pre-existing conditions: biliary cancer, 8cm partially covered boston wallflex metal stent in situ in bile duct, occluded there is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Root cause: based on the information provided the most likely root cause of this event was that a kink may have occurred at some stage during the procedure due to stent in stent placement and this caused a build-up of pressure and resulted in the flexor kinking. This most likely root cause was confirmed by engineering. Document review: prior to distribution all evo-pc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-pc-10-11-8-b device of lot number c1275681 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1275681; upon review of complaints this failure mode has not occurred previously with this lot # c1275681. IFU review: as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: there is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted under the precedence of "flexor kinked/stretched/broke/compressed." The dr attempted to deploy the stent within the existing metal stent. The stent failed to deploy fully. The catheter crumpled and did not uncover the stent allowing it to deploy. The dr removed the delivery device from the scope and recaptured it, straightening the catheter. On subesquent attempts it also failed to deploy. The x-ray point of no return marker only moved half way down the catheter while the handle point of no return marker showed it fully deployed. The stent did not fully deploy. A different stent was placed instead and the procedure was finished satisfactorily with the alternative stent.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted under the precedence of "flexor kinked/stretched/broke/compressed". The dr attempted to deploy the stent within the existing metal stent. The stent failed to deploy fully. The catheter crumpled and did not uncover the stent allowing it to deploy. The dr removed the delivery device from the scope and recaptured it, straightening the catheter. On "subsequent" attempts it also failed to deploy. The x-ray point of no return marker only moved half way down the catheter while the handle point of no return marker showed it fully deployed. The stent did not fully deploy. A different stent was placed instead and the procedure was finished satisfactorily with the alternative stent.